Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing leakage event on 25-sep-2025. The leakage was at infusion site. The infusion set was in use for 1.5 to 2.5 days.the patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 2581145 - device 1 of 2.